Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump dropped and the screen was discolored, but only when the light was off. Customer felt the insulin pump was fine and she could see everything on it. Customer's blood glucose was 4.6 mmol/l, which she treated by eating. Nothing further reported.